Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2027) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 16 atm. It was further reported that the balloon allegedly collapsed at the sheath when pulling it out. Furthermore, it was allegedly difficult while removing the device. Reportedly, the sheath was reinserted, and an additional balloon was used. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was returned for evaluation. Blood residue was noted throughout the device. A sheath was loaded onto the vaccess dilatation catheter. Multiple kinks were noted to the catheter shaft. Bunching was noted to the distal end of the balloon. An attempt to retract the sheath from the balloon but it was unsuccessful as heavy resistance was encountered. Therefore, the investigation is confirmed for the reported sheath removal difficulty and material deformation as sheath removal was unsuccessful and balloon bunching, catheter kinks were noted on the balloon. However, the investigation remains inconclusive for reported balloon rupture as functional testing could not be performed due to the condtion of the device returned. A definitive root cause for the reported balloon rupture, sheath removal difficulty and balloon bunching could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (lit; dqy), d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 16 atm. It was further reported that the balloon allegedly collapsed at the sheath when pulling it out. Furthermore, it was allegedly difficult while removing the device. Reportedly, the sheath was reinserted, and an additional balloon was used. There was no reported patient injury.